Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp) unit but was unable to determine the cause on the first visit. The fse returned at a later date and performed a diagnostic test. The fse required spare parts and would return to the customers site to come to a conclusion. The fse returned and after an overall inspection and was able to reproduce the reported issue. The fse determined that the purge valve assembly and fill manifold assembly were defective resulting in the safety disk leak test. The customer was presented with a cost estimate. A supplemental report will be submitted when additional information is provided. The full name of the initial reporter is: (B)(6). The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventative maintenance the cs300 intra-aortic balloon pump (iabp) unit failed the safety disk leak test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The fse replaced the purge valve assembly and the manifold assembly. The unit passed all functional and safety checks to meet factory specifications performed. The unit was then returned to the customer and cleared